Event description:
During a rotational atherectomy procedure, the wire was being used with a 1.5 burr for ablation of the proximal and mid lesion. The physician then advanced a 2.0 burr over the same wire to ablate a proximal lesion. Upon removal of the burr, it was noted that the tip of the wire had fractured in the pt. A snare was used successfully to retrieve the tip of the wire. Pt status is described as "fine".